Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however, performance data was collected from the device and analyzed. Analysis revealed two partial electrical reset. The first was on (B)(6) 2012 and due to the watchdog timeout and the second was on (B)(6) 2013 - and due to an incorrect checksum.

Event description:
It was reported that the device had two power on resets (pors.) Performance data was collected from the device and analyzed. It was noted that one por was caused by a watchdog timer status and the other was due to a checksum error. The patient was not in contact with radiation, nor does the patient frequently fly. The por was cleared and it was recommended to replace the device. The physician and patient are discussing and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).